Event description:
It was reported by the customer that during pre-use check the cardiosave intra-aortic balloon pump(iabp) ECG slave cable port is not receiving ECG signals. There was no patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.